Event description:
It was reported that after blood collection with the bd vacutainer® sst¿ blood collection tubes, the sample was rejected by the instrument due to cap discoloration.no patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one(1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for color variation was observed. Additionally, thirty(30) retention samples from bd inventory were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of color variation based on the photo only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated: d.4. Medical device lot: 3249858. D.4. Medical device expiration date: 31-aug-2024. H4. Device manufacture date: 06-sep-2023.

Event description:
It was reported that after blood collection with the bd vacutainer® sst¿ blood collection tubes, the sample was rejected by the instrument due to cap discoloration. No patient impact was reported.

Event description:
It was reported that after blood collection with the bd vacutainer® sst¿ blood collection tubes, the sample was rejected by the instrument due to cap discoloration. No patient impact was reported.

Manufacturer narrative:
D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.